Manufacturer narrative:
The reusable poly insert impactor tip (ed-03475) broke off inside metal impactor handle. The broken component could not be removed from the handle. The surgeon used a mallet to impact the tibial component and was able to complete the procedure. Review of inspection records indicate that the device was manufactured to spec.

Event description:
The reusable poly insert impactor tip (ed-03475) broke off inside metal impactor handle. The broken component could not be removed from the handle. The surgeon used a mallet to impact the tibial component and was able to complete the procedure.